Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage and pictures were taken. A receiver charge and boot was performed and failed. A receiver download was attempted and failed due to usb connector damage. The receiver was opened and an internal visual inspection and passed. The allegation was undetermined. The probable cause was determined to be defective usb pins. No injury or medical intervention was reported. It was stated that (B)(4) was the receiver that was returned for investigation and (B)(4) was the returned receiver serial number.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.